Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in (B)(6) 2022, during an intervention, bilateral laparoscopic adnexectomy, involving a patient with large multi-cystic mass of the left ovary, a memobag was used to remove two specimens. The bag with the two specimen was moved to the umbilical trocar port. It appeared that the bag separated from the wire and was empty. The specimen fell during traction. The laparoscopy was prolonged to put the two specimens back in a new bag. Intra-cystic fluid flowed into the belly, which is very serious if the tumor is cancerous. The device was discarded , and no pictures were taken.